Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 450mg/dl. The customer declined to trouble shoot high blood glucose levels. The customer states receiving sensor error they barely installed 2 hours ago. The customer was assisted with trouble shooting. The customer was advised to wait until sensor has completed warm up and to monitor high blood glucose levels.